Event description:
A malfunction was reported on the pump by the caller, identified by the malfunction code malf 16. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, but the malfunction code recurred, prompting the decision to replace the pump. The customer was informed about the replacement pump, which would come with updated software and training access through their tandem source account. The caller was advised on backup therapy options, putting the pump in storage mode, and returning the problematic pump using the provided pre-paid label. The customer understood and acknowledged all instructions.